Manufacturer narrative:
(B)(4). Other device explanted. Model: 8145 description: implantable stimulation lead serial numbers: (B)(6). UDI#s: (B)(4). The ipg and leads assemblies were returned and evaluated. Visual inspection of the ipg observed no damage. The ipg passed the functional testing and performs properly. Both leads were received and cut into two segments. No functional testing can be performed. No other damages or anomalies were observed throughout the leads. The device history record was reviewed. No relevant nonconformances were found. H6 updated.

Event description:
It was reported that the patient's pain has resolved since being implanted with the reactiv8 system and is very happy with the result; however, she continues to have a pocket site pain and requested the device be removed. The entire device was removed without complications. There was no report of patient harm or injury.

Manufacturer narrative:
Mml# (B)(4). Other device explanted. Model: 8145. Description: implantable stimulation lead. Serial numbers: (B)(6). UDI#s: (B)(4).

Event description:
It was reported that the patient's pain has resolved since being implanted with the reactiv8 system and is very happy with the result; however, she continues to have a pocket site pain and requested the device be removed. The entire device was removed without complications. There was no report of patient harm or injury.